Manufacturer narrative:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Event description:
It was determined this device did not cause or contribute to a reportable malfunction, serious injury, or adverse event. Please void this submission.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this event: 0001822565 - 2019 - 00642, 0001822565 - 2019 - 00644, 0001822565 - 2019 - 00646, 0001822565 - 2019 - 00650, 0001822565 - 2019 - 00651, 0001822565 - 2019 - 00652, 0001822565 - 2019 - 00653, 0002648920 - 2019 - 00105, 0002648920 - 2019 - 00106, 0002648920 - 2019 - 00107. Primary di # (B)(4). Concomitant medical products: 47235701706 distal lateral fibular plate right 6 holes 106 mm length lot 63120589, 47235901238 3.5 mm locking screw with 2.7 mm head 12 mm length lot 63094822, 47235901838 3.5 mm locking screw with 2.7 mm head 18 mm length lot 63162401, 47235901438 3.5 mm locking screw with 2.7 mm head 14 mm length lot 63610822, 47235901838 3.5 mm locking screw with 2.7 mm head 18 mm length lot 63133353, 47235901438 3.5 mm locking screw with 2.7 mm head 14 mm length lot 61155743, 47235901638 3.5 mm locking screw with 2.7 mm head 16 mm length lot 63207723, 47234802235 cortical bone screw self-tapping hex head 3.5 mm diameter 22 mm length lot 63001757, 47234801435 cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length lot 63098015, 47234803035 cortical bone screw self-tapping hex head 3.5 mm diameter 30 mm length lot 61168837. Foreign; the event occurred in the (B)(6). The devices were discarded at the site and will not be returned for evaluation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that the patient had a revision to remove the plate and it was identified the plate was sitting proud. No delay to surgery, medical intervention, or patient consequence was reported as a result of this issue. No further information available at the time of this reporting.